Event description:
It was reported that post-implant of a right atrium leadless pacemaker (ralp) that poor threshold was observed. The threshold improved after 30 minutes of observation. There were no patient consequences.